Manufacturer narrative:
Pc-(B)(4). Batch # unk. Additional information was requested and the following was received: did the device deliver any staples? Yes. If yes, were the staples formed properly? No. If yes, was the staple line complete? No. Did the device cut? Yes. If yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during an appendectomy procedure that the stapler did not fire correctly that the load locked up and the staples did not close properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient.